Event description:
It was reported that a malfunction alarm occurred with the pump displaying malf 24, and no notable events preceded the malfunction. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.